Event description:
The device was used during a laparoscopic hernia procedure. Reportedly, the disposable loading unit disengaged upon removal from the pt's cavity. The cartridge was retrieved without incident. A new device was used to complete the procedure.